Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issues were confirmed. The issues were due to a damaged charge-coupled device unit. Additional issues were found. The angulation in the up direction was out of standards due to a worn angle-wire. There was a gap at the adhesive part of the bending section cover. The electric connector was deformed and there was water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented image noise and blackout occurred. The procedure was cancelled. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to the failure of the circuit boards inside the video connector, further presumed to be due to physical stress to the video connector or moisture which entered into the device. The suggested event was deemed a preventable occurrence. The instructions for use (IFU) operation manual state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issues were confirmed. The issues were due to a damaged charge-coupled device unit. Additional issues were found. The angulation in the up direction was out of standards due to a worn angle-wire. There was a gap at the adhesive part of the bending section cover. The electric connector was deformed and there was water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented image noise and blackout occurred. The procedure was cancelled. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The patient had no adverse effects due to the need to cancel/reschedule the procedure.